Event description:
It was reported that the customer had air bubbles in the reservoir. The customer's blood glucose level was 14mmol/l. Troubleshooting was performed, advice to change set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.